Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, to medtronic minimed. That the customer, experienced harm reported. With no reported allegation of a device malfunction. A low reservoir anomaly. The customer reported, a blood glucose value of 535 mg/dl. The customer reported, hyperglycemia treated with an insulin pump (subcutaneous insulin infusion). The customer reported, that the cause of the low reservoir event was high blood glucose, treated by delivering bolus. The event involved product(s) mmt-332a, mmt-864a, mmt-1715kr. The customer reported, high blood glucose. It was unclear whether, the customer had used the insulin pump system within 48 hours. And whether, the auto mode feature was active at the time of the event. The customer does not feel ok to troubleshoot. The customer reported, that insulin in the reservoir lasted longer than the low reservoir alert indicated. Reviewed low reservoir setting and function. No further patient complications were reported. No product return is required for mmt-332a, no product return is required for mmt-864a, no product return is required for mmt-1715kr.